Manufacturer narrative:
Product ID: 389056, lot# v042809, implanted: (B)(6) 2007, product type: lead. Product ID: 389056, lot# v042809, implanted: (B)(6) 2007, product type: lead. Product ID: 389056, lot# v033964, implanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 389056, lot# v042809, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient was in a car accident about two weeks prior and the noted decreased stimulation in her legs. There was high impedance of >10,000 on electrodes 3, 4, 5, 6, 7, 13, and 14. A manufacturing representative was able to perform reprogramming with the remaining intact electrodes. The patient was alive with no injury at the time of this report. It was noted that the patient did not have a current patient programmer and a replacement was going to be sent on (B)(4) 2014. 4 days later, the impedance issue did not resolve. The patient was receiving effective therapy. She received the new pp and was happy at this time.

Event description:
Additional information received reported that there was a full system replacement of leads and extensions due to high impedances on multiple leads. The patient was doing well now with effective therapy. It was noted that the product was going to be returned.